Event description:
Customer reported she inserted a new set and the insulin pump alarmed motor error. Customer's blood glucose was 500 mg/dl. Device alarmed during bolus delivery. Customer does not recall any previous significant event that my have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer doe snot use the sensor feature. Customer wa able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked display window, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.